Manufacturer narrative:
Section d9: corrected section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: a specific cause for the reported sound was unable to be conclusively determined through this evaluation; however, eurosets' investigation of the returned device determined that the device functioned as intended. The eurosets advanced membrane gas exchange (amg) polymethylpentene (pmp) oxygenator, lot number 9945208, was returned and an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. The amg pmp oxygenator was forwarded to the external manufacturer, eurosets, for technical analysis. Eurosets¿ technical investigation confirmed that the claimed device was compliant with the technical specification and for this reason eurosets was not able to confirm the complaint by the customer. The production documentation for amg pmp oxygenator, lot number 9945208, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg (advanced membrane gas exchange) pmp (polymethylpentene) instructions for use (IFU), rev. 05, is currently available. The section entitled ¿intended use¿ states that the amg pmp oxygenator is intended to be used in an extracorporeal perfusion circuit to oxygenate and remove carbon dioxide from the blood to cool or possibly warm the blood during routine cardiopulmonary bypass procedures for up to 6 hours in duration. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Also, under the list of warnings, the IFU warns that ¿before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device.¿ the section entitled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the oxygenator was pre-primed for the backup circuit. The daily check was made to the circuit and it was noted that upon increasing the flow a whistling sound was heard. The faster the flow the louder the whistling sound was. The oxygenator was checked for air and the flow was left running to see if it stopped. The sound continued so the oxygenator was replaced.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the whistling noise was noted about 8 hours after priming. The whistle was thought to be due to "tight fibers" in the oxygenator. The oxygenator was primed with normosol. It started to whistle around 1700 rpms and was quite loud at 2400 rpms. It was likely at around 3.5 lpm of flow. The sweep was not flowing.